Manufacturer narrative:
In telephone contact, it was informed that the dentist did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that almost 12 months was installed in intraoral region 12#, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type I.